Event description:
It was reported, that the pacemaker alerted, due to low atrial intrinsic amplitude. Review of the device logs showed noise on the atrial channel, that led to stored episodes of atrial tachy response. The atrial sensitivity was fixed at 0.25 mv and the atrial impedance was stable. It was noted, that the patient was recently seen in-clinic. The pacemaker remains in service. And no adverse patient effects were reported.